Event description:
A company representative reported that the pt's backup infusion device had reached the end of its lifespan, and he was without an infusion device. Upon follow up with the pt in 2008, the pt reported that he received an 07 (system) error on his infusion device. The pt was not using the correct batteries. The pt was unable to clear the error during troubleshooting. Replacement batteries were sent to the pt along with a replacement infusion device. He also reported that his blood glucose was elevated to 22 mmol/l (396 mg/dl). He attempted to bolus 2.0 units of insulin, but was unsuccessful. He stated, he would switch to an alternative method of insulin delivery. Upon follow up on the next day, the pt was assisted in resetting his infusion device with the replacement batteries. He attempted to bolus 3.5 units of insulin and he received an 07 error. He stated that he typically receives the error during or after a bolus. The pt was advised to switch to the replacement infusion device. He refused to provide further information regarding elevated blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.